Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx closure device and delivery system (wds) was inserted. Once position, anchor, size, and seal (pass) criteria were met the wds was released. About four (4) minutes after release the closure device shifted proximal in the appendage. There was no injury to the laa or any valves as a result of the movement. The closure device was flush with the tip of the limbus. The physician made the choice to retrieve the closure device. Another transseptal puncture (tsp) was completed mid and anterior. The physician went up with the non-boston scientific (bsc) sheath and a non-bsc grasping device. The physician grabbed the closure device and partially re-sheathed it. The physician pulled the closure device out of the appendage and over to the interatrial septum. It was then able to be pulled through the inter atrial septum over to the right side and then to the inferior vena cava (ivc). The physician had most of the closure device in the sheath and was able to safely remove it from the patient. There were no other complications reported.